Event description:
Meter name: ot fasttake. Strip name: one touch fasttake. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were unable to test since october. Their meter allegedly would only prompt apply sample message. There were no results on the meter. There were no other tests or comparisons. No treatment. No further information has been reported.